Event description:
It was reported to boston scientific corporation that during a prostate biopsy procedure using the trupath biopsy device, the needles misfired. The procedure was completed with another trupath biopsy device. There were no patient complications reported and the patient condition was reported as "stable".

Manufacturer narrative:
The suspect device was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Product unavailable for analysis.